Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious (important medical event for device malfunction was added). This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on 13-nov-2017 from a healthcare professional. This case concerns (B)(6) years old female patient who received treatment with synvisc one and on the same day had swelling, arthrocentesis/ suprapatellar joint effusion, was unable to ambulate due to pain/ limping; after 1 day cloudy, straw colored fluid was removed; later after unknown latency pain was worse/ severe pain/ chronic right knee pain, was not feeling good, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. Patient's general health condition was normal. Patient had a history of pacemaker placement, hypertension, transfusion of red blood cells in peripheral vein, macular degeneration, cardiac arrhythmia, anemia, endoscopy, risk of fall, bladder prolapse and cataract, congestive heart failure and cardiac implant. Concomitant medications included: acetylsalicylic acid (aspirin), carvedilol, ferrous sulfate, furosemide, valsartan, furosemide (lasix) on (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once for chondrocalcinosis of knee (batch/lot number: 7rsl021, expiry date: not provided). On the same day, the pain was worse and the patient was not feeling good. It was reported that the patient did go to the emergency room (ER) because that's how bad the pain was. On an unknown date, after unknown latency, the patient had swelling and severe pain. Mild swelling and tenderness with mildly increased warmth over right knee and pain with minimal rom right knee was observed during physical examination. On (B)(6) 2017 x-ray was done which revealed no osteolytic lesions or acute fractures. On the same day synovial fluid was aspirated and it was a cloudy, straw colored fluid. Pain was so severe that the patient was unable to bear weight or bear weight on the right knee. Patient denies fever, chills and trauma. Corrective treatment: arthrocentesis for pain was worse/ severe pain/ chronic rt knee pain, swelling, arthrocentesis/ suprapatellar joint effusion; not reported for other events outcome: recovered for unable to ambulate due to pain/ limping, arthrocentesis/ suprapatellar joint effusion, swelling, pain was worse/ severe pain/ chronic rt knee pain, unknown for all other events a pharmaceutical technical complaint (ptc) was initiated with ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 15-nov-2017 from a healthcare professional. An additional event of swelling was added with details. Event verbatim was updated from "pain was worse" to "pain was worse/ severe pain". Clinical course updated and text was amended accordingly. Additional information was received on 22-nov-2017. Global ptc number was added. An additional event of device malfunction was added. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Follow up was received on 15-dec-2017. No new information was received. Additional information was received on 22-jan-2018 from the patient. Event of pain was worse/ severe pain was updated to pain was worse/ severe pain/ chronic rt knee pain; arthrocentesis was updated to arthrocentesis/ suprapatellar joint effusion. Event of unable to ambulate due to pain/ limping and cloudy, straw colored fluid removed were added. Concomitant medications and medical history was added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment for follow up dated 22-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later the patient experienced chronic right knee, pain was worse/ severe pain, swelling, joint effusion and arthrocentesis was performed in the ER. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious (important medical event for device malfunction was added). This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 13-nov-2017 from a healthcare professional. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one and later after unknown latency patient was not feeling good, swelling and the pain was worse/ severe pain, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: not provided) (batch/lot number: 7rsl021, expiry date: not provided). On an unknown date, after unknown latency, the pain was worse and the patient was not feeling good. It was reported that the patient did go to the emergency room (ER) because that's how bad the pain was. On an unknown date, after unknown latency, the patient had swelling and severe pain. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 15-nov-2017 from a healthcare professional. An additional event of swelling was added with details. Event verbatim was updated from "pain was worse" to "pain was worse/ severe pain". Clinical course updated and text was amended accordingly. Additional information was received on 22-nov-2017. Global ptc number was added. An additional event of device malfunction was added. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later the patient experienced pain was worse/ severe pain, not feeling good and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.